Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. Initial reporter phone: (B)(6). Device code a15 captures the reportable event of clip failed to release from the catheter. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device with clip arms opened. Additionally, x-ray analysis was performed, and it was possible to observe that the control wire in the handle was disconnected from the clip assembly and one of the clips arms was bent. Microscope examination was performed on the clip assembly, and it was noted that no discernible failures were observed. The control wire was detached from the barbed crimp and further analysis noted that it was not correctly inserted into the barbed crimp, providing evidence of the failure to release from catheter that was reported. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but could not be thrown off from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. Initial reporter phone: (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but could not be thrown off from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.